Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up # 1 07/06/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 06/07/2011 with the following findings: the keypad buttons were found to be responding appropriately to presses. The keypad was removed and no defects were found with the button contacts. Unrelated to the complaint, the display was found to be dim and had red tint. A review of the device history record confirmed that the pump was operating within specifications at the time of release.